Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas 8000 e 602 module. The sample initially resulted in a troponin t value of 39 ng/l. The sample was automatically repeated, resulting in a value of 13 ng/l. The sample was repeated a second time, resulting in a value of 13 ng/l.

Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6) calibration and controls were acceptable. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. The investigation could not identify a product problem. The cause of the event could not be determined.